Event description:
Boston scientific received information that a clinician contacted boston scientific technical services (ts) and inquired why the device battery status indicated one year remaining seven days earlier and now shows elective replacement indicator (eri). Ts informed the clinician that the device was likely right on the edge of declaring eri and the programming change from ddd to dddr, likely sent the device to eri. The device was explanted 12 days later for an unknown reason and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.